Event description:
Customer reported that the insulin pump alarmed motor error during rewind and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.